Event description:
A ventilator was returned to the manufacturer for routine preventative maintenance. There was no allegation of device malfunction. The device was not in pt use.

Manufacturer narrative:
A ventilator was returned to the manufacturer for evaluation and an increased airstream temperature (high temperature alarm) condition occurred. The increased airstream temperature (high temperature alarm) was caused by contamination due to dust and dirt. The device's motor stirring fan, exhaust fan assembly and air inlet path assembly were replaced to address the issue. During evaluation the ac inlet connector was found to be broken. The ac inlet connector was found to be broken. The ac inlet connector was found to be broken. The ac inlet connector was replaced to correct the issue.